Event description:
It was reported that the patient called with complaint of having a pump that is too hard to depress; he states that he has only been able to squeeze it hard enough one time in order to get the pop needed. He states that he has had the device for approximately 10 weeks. Patient liaison addressed trouble shooting techniques with him to include reboot, anti-stiction, burp. He will attempt these maneuvers and will contact if he has further questions.